Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-00752.

Event description:
It was reported that during an initial right knee arthroplasty that the trial fractured during removal, no pieces were retained by patient. Attempt have been made an no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d10; g3; g6; h1; h2; h3; h6; h9 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use and both of the trials have fractured. The devices were submitted for further analysis. Analysis for part 32-483820 determined the features of the fracture surface and mode align with zrm_wa_0519_19 indicating bending overload as evident by the presence of hackle marks and river lines features on the fracture surface. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, an additional follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.